Event description:
Related manufacturer reference number: 2017865-2022-17383. It was reported that the patient presented in clinic for a follow up. Device interrogation revealed high capture thresholds, and high pacing impedance and due to clavicle crush on the right ventricular (rv) lead and atrial (ra) lead. On (B)(6) 2022, the physician elected to cap and replace the rv and ra lead. The patient was in stable condition.